Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (gripper actuation ¿ single) was not confirmed via device analysis. The gripper lever cover tabs were observed to be broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and analysis of the device, the cause of the reported difficult to open or close (gripper actuation ¿ single) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported that the patient underwent a mitraclip procedure to treat degenerative mitral regurgitation (mr) grade 4 with an anterior leaflet prolapse. One xtw mitraclip was successfully implanted. A ntw mitraclip was advanced in the patient and the leaflets were grasped. While capturing the leaflets it was noted that the posterior gripper would not work properly. The clip was removed from the patient. The procedure was ended with the final mr reduced to a grade of 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.